Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was capped and replaced due to low out of range pace impedances and oversensing that resulted in pacing inhibition. No damage was observed via fluoro.